Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a recognition failure on the positioning sensor unit (psu). The issue was found during servicing.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found the returned probe displayed high geometry and divot error readings. The support arm was bent causing the high geometry error. Also, the tip was bent causing the high divot error. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the issue was with the probe planar passive blunt, not the psu. The probe was not recognized by the psu.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a new part was installed which resolved the issue.